Event description:
It was observed that during the device evaluation, the generator exhibited insufficient output. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation found a faulty auxiliary board as well as an old version of the plasma blend board. Based on the results of the investigation, the root cause for the generator not having a sufficient output is due to both a faulty auxiliary board as well as having issues with an old version of the plasma blend board. A device history review revealed no issues that could have caused or contributed to the reported issue. Device manufactured 16+ years ago. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the previous report. Corrected fields: d5, e1 (contact & address info should be blank), e2 and e3. Olympus will continue to monitor field performance for this device.